Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. Reportedly, the customer also had an unspecific ketone level that was determined not life threatening by health care provider. Customer required assistance due to their bg level and was given a manual injection.